Event description:
It was reported that t:slim x2 pump battery did not charge despite use of confirmed working power outlets, tandem charging cable, tandem wall adapter, and alternative cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to replace pump, and an urgent replacement was authorized and processed. The customer reverted to an alternate method of insulin therapy.